Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: zimmer shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, item#: 00875705201, lot#: 63719117; zimmer avenirâ® mã¼ller, stem, lateral, uncemented, ha, 4, taper 12/14, item#: 0106010104, lot#: 2905497; zimmer liner 7 mm offset 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell, item#: 00875401036, lot#: 62492207; zimmer bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14, item#: 00877503601, lot#: 2745788.

Event description:
It was reported that the patient was undergoing a total hip arthroplasty when the cup positioner broke in half on the last hit of the impaction. The surgery was not delayed and no serious injury resulted to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device showed the device fractured at the thread and nut in the middle of the device. The strike plate showed indentations from use. The shaft and handle showed damage in the form of dents, dings, gouges, and scratches. The hardness was measured and is conforming to print specifications. According to scanning electron microscopy (sem) results, the analysis identified the thread fracture surface shows mostly granular surface with fracture artifacts consistent with a bending overload fracture. Device history record was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.